Event description:
During laparoscopic cholecystectomy a clip was applied to the cystic artery. Upon investigation of copious post-op bloody drainage, it was found that the clip was not on the cystic artery and one arm of the clip applier had become detached and was found in the patient. This was discovered during ensuing abdominal surgery.